Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation was able to reproduce a false downstream occlusion alarm while running a loaded set. The downstream sensor current readings with a fluid filled set were found to be above specification. The elevated signal may cause the device to be more sensitive to downstream occlusion alarms. As a result, the downstream sensor has been replaced.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message in the "birthplace" care area. It was also reported there was no patient involvement.